Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the left ipg pocket site due to the chronic regional pain syndrome travelling down the arm. As such surgical intervention was undertaken on (B)(6) 2024, where the pocket revised from left flank to right flank. Therapy was restored following the procedure.